Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the citrate and calcium pump on the multifiltrate pro spontaneously stopped during a patient¿s continuous renal replacement therapy (crrt) treatment. The reported issue occurred approximately 4 hours into treatment. The error code 7973.1 failure was received. The pump could not be reactivated. The patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 200 ml. The patient received an unspecified erythrocyte concentrate (ec) in response to the reported issue. The patient was able to continue treatment after being transferred to a different multifiltrate pro device with no supplies (manufacturer unknown). Repair information regarding the multifiltrate pro is not available however it was confirmed that the device was returned to service. No parts are available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported to fresenius that the citrate and calcium pump on the multifiltrate pro spontaneously stopped during a patient¿s continuous renal replacement therapy (crrt) treatment. The reported issue occurred approximately 4 hours into treatment. The error code 7973.1 failure was received. The pump could not be reactivated. The patient¿s blood was not returned. The patient¿s estimated blood loss (ebl) was approximately 200 ml. The patient received an unspecified erythrocyte concentrate (ec) in response to the reported issue. The patient was able to continue treatment after being transferred to a different multifiltrate pro device with no supplies (manufacturer unknown). Repair information regarding the multifiltrate pro is not available however it was confirmed that the device was returned to service. No parts are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: according to the manufacturer no device failure occurred. The device was working according to specification. The detected balancing error reached the threshold for the sum balancing error. The device prevented further treatment and only allowed for reinfusion as further treatment could lead to a patient harm. The root cause for the several balancing errors is known and has been attributed to a handling error. A review of the device history record was deemed not required by the manufacturer. A review for similar complaints confirmed the reported failure type represents a known event.